Manufacturer narrative:
Additionally, analysis revealed that the pump was damaged by the use of contraindicated drugs.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to gear wheel 3. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2016-02-09 the representative further reported that the patient had not been exposed to electromagnetic interferences including a magnetic resonance imaging (MRI) scan. There was no suspected cause of the stall. The pump logs were not available. The patient was followed in the hospital to stabilize withdrawal symptoms. After the implant of the new pump, on (B)(6) 2016, the patient was doing well and was released from hospital. The pump was returned for analysis. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via representative regarding a male patient in (B)(6) who was receiving morphine and prialt via an implantable pump;as initially reported. It was later reported that the patient was receiving diamorfine "1,250 mcg/ml" at a dose of "1,0007 mcg/day" and marcaine "2,500 mcg/ml" at a dose of "2,0014 mcg/day." The lot numbers, concomitant medications, medical history, and implant date were not obtainable. It was reported that the patient came in the hospital with withdrawal symptoms and a return of pain. The pain specialist consulted the log with the physician programmer and received a message that a pump stall occurred. The event date was unobtainable. The specialist reprogrammed the pump but the message remained. The estimated elective replacement indicator was 49 months and the reservoir filled with 18.4 ml. At the time of the report the patient's status was reported as alive-no injury. Surgical intervention did not occur and it was unknown if it was planned. However, it was also reported that the explant was planned but the date was not obtainable. It reportedly was unknown what led to the event/stall and the issue was reported as unresolved. It was later provided that the pump was also stopped with the physician programmer. A motor stall test was performed and there was no movement of the pump visible under "scopie." The patient status was reported as under control with oral medication. The cause of the event, log availability, resolution, hospitalization, and device status and return have been requested. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.